Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced multiple unexpected resets since the last follow-up. The cause of the first reset was a telemetry reset command. No action was required, and the s-ICD remains in service.

Event description:
It was originally reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced multiple unexpected resets since the last follow-up. The cause of the first reset was a telemetry reset command. No action was required, and the s-ICD remains in service. The patient was implanted with a dual de novo system (sicd + empower leadless pacemaker) on (B)(6) 2023. It was further reported by the site that the patient was admitted to an outside hospital on (B)(6) 2024 for acute respiratory failure secondary to copd, influenza a, sepsis due to pneumonia and atrial fibrillation. The subject was started on eliquis but then developed melena and was initially transferred on (B)(6) 2025 for egd evaluation. While hospitalized, the subject experienced three inappropriate s-ICD shocks due to oversensing, which were reported to occur while the subject was getting chest pt and using chest percussion. During the hospitalization, the subject experienced a cardiac arrest in the morning on (B)(6) 2025 and was intubated. It was reported that prior to the code blue, the subject suffered sinus arrest with vvi pacing at 40 bpm with an extremely long qt interval >900 ms. The wide-complex tachycardia was at a cycle length of 440ms, which is ~136 bpm. The lowest programmable zone for the sicd to treat a detected arrhythmia is 170 bpm. It was reported that the subject was noted to be in pea during each pulse check and the sicd detected motion artifact from CPR which resulted in one atp request and two sicd shocks. Return of spontaneous circulation was achieved after 11 minutes of acls. The principal investigator at the site confirmed this was in the setting of severe sepsis and metabolic derangement. The subject was started on dobutamine and epinephrine infusions, a bumex drip, broad-spectrum antibiotic and the empower leadless pacemaker rate was increased from 40 bpm to 60 bpm. The subject was extubated on (B)(6) 2025 and the dialysis catheter was replaced as they were scheduled to receive dialysis on (B)(6) 2025. The subject became increasingly tachypneic and required reintubation with worsening renal failure and the empower leadless pacemaker rate was increased from 60 to 80 bpm. The subject subsequently went into pea with no palpable pulses, no spontaneous breath sounds or heart sounds and was pronounced deceased on (B)(6) 2025.